Manufacturer narrative:
H.6. Investigation summary: bd received 1 video showing a filled tube with a small pieces of rubber stopper in the water. 4 samples were returned, upon visual inspection was noted little grey particles in the water. 10 retained tubes from the same lot number were therefore drawn with deionized water using bd multi-sample needles and single use holders, and no stopper coring was observed. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the video and samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. E.1. Initial reporter addr 1: (B)(6).

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes had rubber particles in the tube. There was no report of impact to patient or user. The following information was provided by the initial reporter. The customer stated: they are saying when probe aspirate sample ( diluent ) ,very minute rubber particles are flaotting in clear diluent.